Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their ptm (personal therapy manager) quit working and would not read the pump at all. The patient stated that they had not had a bolus in quite some time and were in excruciating pain. The patient stated that for a while, leading up to this, it took forever to deliver the bolus and would take 10-15 minutes for it to finish and would stay stuck on 90% forever. The agent walked the patient through resetting the handset and communicator and walked the patient through clearing data. The agent had the patient reset the communicator again and it would still just say no pump found. The patient was not near any electromagnetic interference. The issue was not resolved through troubleshooting. A replacement communicator was requested from the repair department.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.